Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported a blood leak that occurred during the patient¿s hemodialysis (hd) treatment. The blood leak was visually observed on the circular section of the clic blood chamber. The patient¿s estimated blood loss (ebl) was approximately 120ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was moved to another machine and completed treatment with no harm, adverse events, or medical intervention. Additional patient and device information was requested but was not available. The device was reported to have been returned back to the manufacturer for analysis.

Manufacturer narrative:
Correction: updated PMA/510(k)# to k152953.

Manufacturer narrative:
Correction: corrected catalog #, lot #, and UDI #. Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
PMA/510(k)# to k141281.